Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Therapy fluid occlusion alarms occurred during two consecutive routine hemodialysis treatments. The operator indicated that the therapy fluid line was kinked as a result of being incorrectly loaded. Rinseback was not performed, resulting in an estimated blood loss of 190cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Rinseback was not performed due to air in the lines. Facility staff confirmed the occlusion alarms were attributed to the operator not loading the dialysate disposable correctly. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.